Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The diameter of the native aortic annulus was 24.4mm, perimeter was 79.2mm, and area was 468mm^2. During the procedure, the valve was prepared and loaded according to the instructions for use (IFU). The refine implant technique was followed. There was no calcification extending beneath the aortic annular plane in the interventricular septum. There was no eccentric calcification. After the pre-dilatation was performed with a 20mm non-abbott balloon, the patient developed a third-degree heart block. While in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule was positioned at the base of aortic annulus while the pigtail position was confirmed to be at the bottom of the ncc. The valve was implanted without any resheaths. There were no deployment difficulties. The final implant depth was 1mm at non-coronary cusp (ncc) and 3mm at left coronary cusp (lcc). Large calcific nodes were present at both the ncc and lcc. No left ventricular outflow tract calcification was noted. A moderate perivalvular leak (pvl) was noted. A post-dilatation was performed with a 24mm non-abbott balloon. After the post-dilatation, the patient developed a complete heart block, and no perivalvular leak was noted. The patient had a prolonged hospital stay for monitoring of rhythm. A permanent pacemaker was implanted. The patient status was reported as stable.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The diameter of the native aortic annulus was 24.4mm, perimeter was 79.2mm, and area was 468mm^2. During the procedure, the valve was prepared and loaded according to the instructions for use (IFU). The refine implant technique was followed. There was no calcification extending beneath the aortic annular plane in the interventricular septum. There was no eccentric calcification. After the pre-dilatation was performed with a 20mm non-abbott balloon, the patient developed a third degree heart block. While in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule was positioned at the base of aortic annulus while the pigtail position was confirmed to be at the bottom of the ncc. The valve was implanted without any resheaths. There were no deployment difficulties. The final implant depth was 1mm at non-coronary cusp (ncc) and 3mm at left coronary cusp (lcc). Large calcific nodes were present at both the ncc and lcc. No left ventricular outflow tract calcification was noted. A moderate perivalvular leak (pvl) was noted. A post-dilatation was performed with a 24mm non-abbott balloon. After the post-dilatation, the patient developed a complete heart block, and no perivalvular leak was noted. The patient had a prolonged hospital stay for monitoring of rhythm. A permanent pacemaker was implanted. The patient status was reported as stable.

Manufacturer narrative:
The device was not returned for analysis. An event of device malposition, paravalvular leak (pvl), and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, causes for the reported device malposition and heart block could not be conclusively determined. The reported pvl appears to be related to patient condition (large calcified nodes at cusps). The reported unexpected medical intervention, surgery, and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.